Manufacturer narrative:
One device was received for evaluation. Visual inspection found the rear housing to be broken. There was no evidence in the device's event history log. Functional testing was performed. Upon review, the reported problem was unable to be duplicated, as the flow rate was in normal parameters. The service history review identified no indication that the complaint was related to a service of the device within the review period. D3, g1,g2 email is: (B)(6).

Event description:
It was reported that the pump under infused while the patient was at home. The patient was brought in, and saline solution was put in for 24 hours and yielded a lesser infuse amount than programmed. No patient injury was reported.

Manufacturer narrative:
Other text: a supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. D4: UDI and g5 are unknown